Event description:
The pt reported experiencing elevated blood glucose of 200 mg/dl and the infusion device does not accurately deliver insulin. The pt injected insulin via pen to lower blood glucose. The pt's normal blood glucose range is 80-150 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.